Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. The customer's blood glucose (bg) level was less than 54 mg/dl. Bg was treated via consumption of carbohydrates. Subsequently, the customer went to the emergency room (ER) due to a level of 247 mg/dl. The cause was due to customer consuming carbohydrates in order to address the low bg. Additionally, the pump battery fully depleted and the pump shut off due to the customer not charging the pump. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released the same day with the issue resolved and no permanent damage. Tandem technical support (cts) was unable to confirm the allegation as system check with cts confirmed the pump was functioning as intended. The customer declined further troubleshooting and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."